Manufacturer narrative:
Device investigation narrative -the reported complaint of overheating could not be confirmed. Product did not overheat during functional testing. Unit was tested at speed settings of between 500 and 10,000 rpms in forward and reverse for 5 minutes each. The oscillate function was tested for 5 minutes of continuous performance with no overheating. Test blade did not overheat when used correctly with irrigation. Product was tested on a known good dyonics power, dii, and dii eip control units with and without footswitch. At no time did mdu overheat or lock up. All functions perform as expected. No problem found. (B)(4).

Event description:
It was reported the svce mot dr unit hndcont powermax e overheated. This occurred during the procedure. A backup device was available to complete the procedure. There were no delays or patient injuries reported.